Event description:
It was reported that arteriotomy closure of the right common femoral artery and an arteriotomy closure of the left common femoral artery were attempted with 3 proglide devices on each side, using a pre-close technique, via a 6f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the plunger would not completely depress on all six devices. Two additional proglide devices were used for successful suture placement on the right side. The sheaths were upsized to 16f and the evar procedure was completed. Hemostasis was achieved on the right side with the successfully placed sutures of the additional proglide devices. On the left side a surgical cutdown was performed and hemostasis was achieved surgically. There was a delay in the procedure due to the cut down but no patient impact was reported. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Event description:
Subsequent to filing of initial medwatch MFR report additional information was received: the patient is reported to be doing fine and with no reported adverse patient sequelae.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The five other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The plunger, link, needles and cuffs were not returned. The lever had been closed and the foot had been retracted into the guide. The suture was returned outside the device and its pre-tied knot was properly formed. The suture loop was still in the suture bearing. The reported failure to deploy the plunger was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.